Event description:
It was initially reported to philips healthcare that the heartstart mrx powered up, but not operational. It was later clarified by the field service engineer (fse), that the trunk cable was faulty. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.